Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, infection, abscess, inflammation, mobility.